Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experience to hyperglycemia. Customer's blood glucose level was 449 mg/dl at the time of incident and other 397 mg/dl. Customer treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.